Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The customer states that the door seal on the tub needs to be replaced because it is no longer adhering to the tub door.